Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the common bile duct, the operation pipe of the subject device broke and the calculus could not be crushed any more. The calculus came free from the basket and the doctor could withdraw the device from the patient. He completed the procedure with another device. There was no patient injury reported regarding this event.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the basket was deformed and the operation pipe was broken at the junction with the basket wire. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the pipe. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc assumes that the condition of patient or calculus caused the failure of crushing calculus and the breakage. The device instruction manual has warned users that there is a possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.